Event description:
It was reported the patient (B)(6) underwent surgical intervention on (B)(6) 2014, replacing the pocket adaptor. Subsequently, the patient encountered difficulty with charging . Reportedly, a second charger and troubleshooting was attempted to no avail. X-rays were normal. Currently, the patient programmer reveals the ipg is low and at therapy off. Additional information has been requested; however, no further information was available at the time of this report.

Manufacturer narrative:
Results: the complaint was confirmed. Electrical analysis confirmed capacitor c52 was leaking excess current, which resulted in the device declaring an eol condition and the inability to charge the device, as observed in the field. This condition only effects charging and the stimulation output. Communication with a patient programmer would have been normal, which was also observed in the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken, explanting and replacing the ipg. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.